Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a g7 pairing failed alert on the ilet while the pump displayed ¿pairing with sensor,¿ and the agent verified the pairing code and guided the user to toggle cgm settings between g7 and g6 and re-enter the sensor pairing code, after which the pump re-entered pairing mode and the user was educated on the expected pairing period. Symptoms included no reported adverse health effects. Outcomes included no clinical impact and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a cgm communication or pairing issue consistent with a transient sensor-to-pump connectivity problem, with no confirmed hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user-interface or transient communication factors.